Event description:
The pt is a (B)(6) man with ischemic cmp, chronic systolic heart failure nyha class iii, complete heart block, CT/vf and st jude crt-d with high dft and riata ICD lead oversensing leading to pacing inhibition. The pt was referred for rv lead revision and subcutaneous shocking coil insertion.